Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and the patient heart rate was below 60 bpm. This rv lead remains in service. No additional adverse patient effects were reported.